Event description:
Broken during diaphyseal reaming. Used in reverse rotation. Update september 18, 2025. How was the event resolved? The 8.0mm reamer broke, so an 8.5mm reamer was used instead. The reamer was removed by backstroking it with pliers and a hammer. If the device was broken or damaged: was there hard/dense bone? Unknown but patient was in their 40's so, it was not soft. Was there any debris reported? Were they all removed from the surgical field/patient? No fragments were visible to the naked eye. X-rays were taken during and post-surgery, but no fragments were found.

Manufacturer narrative:
The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned reamer was confirmed based on the catalog # and the lot # marked. The instrument is broken in two parts, both parts have been returned. The part is severely deformed and shows significant signs of wear, such as scratches and notches. The breakage point at the beginning of the shaft indicates high torsional forces, as the material has been torn off in a spiral pattern. This deformation of the material is an indication of high forces acting on it, resulting in a ductile fracture. Based on investigation, the root cause was attributed to an user related issue.it was reported that the reamer was used in reverse rotation. Given that the fracture occurred at the beginning of the shaft, it could be concluded that the breakage was caused by excessive torsional being applied to the reamer, most probably using a power tool. In this case, please refer to: bixcut instructions for use l22000065 rev ab, 06-2022 7.2 intra-operative. Never operate an intramedullary reamer in a counter-clockwise direction. Doing so causes the reamer shaft spiral to open and may lead to additional trauma. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
Broken during diaphyseal reaming. Used in reverse rotation. Update september 18, 2025. How was the event resolved? The 8.0mm reamer broke, so an 8.5mm reamer was used instead. The reamer was removed by backstroking it with pliers and a hammer. If the device was broken or damaged: was there hard/dense bone? Unknown but patient was in their 40's so, it was not soft. Was there any debris reported? Were they all removed from the surgical field/patient? No fragments were visible to the naked eye. X-rays were taken during and post-surgery, but no fragments were found.